Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer that septum on the PICC where the wire goes through is dimpled instead of flat. The wire is sliding in and out very easily when placing the PICC which it didn¿t before. There was no patient harm due to the issue with the septum. It did take more time to complete the PICC insertion as the guide wire would slip in and out of the septum. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged septum of an extension set is inconclusive because the stylet was not returned for evaluation. One t-lock extension set was returned for evaluation. An initial visual observation revealed blood use residues throughout the returned t-lock extension set. No stylet was returned with the t-lock extension set. Nothing remarkable was observed during an initial visual observation of the returned device. A microscopic observation of the septum of the returned t-lock extension set revealed nothing remarkable along the septum. No significant hole was found throughout the septum for the stylet to slide through. Because the stylet was not returned attached to the septum of the device, the complaint of a loose stylet is inconclusive. The stylet is not intended to be completely pulled out of the septum of the t-lock extension set. This complaint will be recorded for future trending and monitoring purposes.